Event description:
During a remote follow up, the device was observed to be in back up mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.